Event description:
It was reported that the right ventricular lead exhibited noise in the bipolar configuration. The lead was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion exposing the outer coil at 11.0 cm to 11.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise anomaly.